Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. Asystole was detected intermittently from 15:48:10 to 16:19:24. At 16:20:58, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 16:21:49, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 16:27:24, the patient received a non-lifevest defibrillation. The rhythm at the time of the defibrillation was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received a non-lifevest defibrillation 3 seconds into the detection sequence. Device was shutdown at 17:03:55. The patient passed away on (B)(6) 2021 at approximately 10:30 am. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.

Event description:
Per additional information from continuous device recording received on 3/14/2022, at 16:55:49, the patient received a non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole. The patient was in vt/vf for approx. 1 minutes 20 seconds before receiving the defibrillation. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 16:58:23, the patient received an additional lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/electrode lead fall and intermittent cardiac activity. CPR/electrode lead fall off prevented the lifevest from treating the patient. Patient was last seen in asystole from 16:54:38 until the device was shutdown at 17:03:55. During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. Asystole was detected intermittently from 15:48:10 to 16:19:24. At 16:20:58, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 16:21:49, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 16:27:24, the patient received a non-lifevest defibrillation. The rhythm at the time of the defibrillation was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The patient received a non-lifevest defibrillation 3 seconds into the detection sequence. Device was shutdown at 17:03:55. The patient passed away on (B)(6) 2021 at approximately 10:30 am. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction.